Event description:
It was reported that approximately 3 weeks after lens implantation in the patient's right eye, a yag capsulotomy was performed to address an anterior vault with capsule striae. Prior to the yag the patient's bcva was 20/20. The patient's bcva was reported as 20/15 after intervention. According to the surgeon, the patient's current prognosis is good.

Manufacturer narrative:
The lens remains implanted, therefore, it is not available for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.